Event description:
Customer reported that the screen of the device lagged and required multiple presses to respond. There was no adverse impact to the customer's blood glucose level. Follow-up was declined by the customer, and no additional action was taken as no further information was provided.